Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: the returned cre rx dilatation balloon was analyzed, and a visual and microscopic inspection found no problem with the device. Functional inspection was performed, the balloon was inflated, and it was able to hold the pressure without any problem. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The device returned has no visible problem, and after a functional inspection the balloon was able to be inflated and maintain its pressure without any problem. Therefore, the most probable root cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a cre rx dilatation balloon was attempted to be used in the biliary tract during an endoscopic biliary stone removal procedure performed on (B)(6) 2024. During the procedure, the balloon size immediately decreased, after pressurizing and inflating the balloon. The procedure was completed with another cre rx dilatation balloon. No further information has been obtained despite good faith efforts. The reported event may suggest that the balloon burst during the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre rx dilatation balloon was attempted to be used in the biliary tract during an endoscopic biliary stone removal procedure performed on (B)(6) 2024. During the procedure, the balloon size immediately decreased, after pressurizing and inflating the balloon. The procedure was completed with another cre rx dilatation balloon. No further information has been obtained despite good faith efforts. The reported event may suggest that the balloon burst during the procedure. There were no patient complications reported as a result of this event.